Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2017, it was reported that when attempting to use the dermatome it gave a very quick buzz and then it would not work. On (B)(6) 2017, it was clarified that the issue occurred during surgery and another device was used to complete the surgery. There was no adverse event associated with the failure but there was a 15 minute extension or delay to the surgical procedure. There was no harm/injury to the operator and the surgical technique for the product was utilized. On (B)(6) 2017, it was further clarified that the graft was unable to be taken with the device and an additional graft needed to be taken with a (B)(6). The blade was properly placed for use and the device has not been repaired by someone other than zimmer biomet. The customer returned an electric dermatome device, serial number (B)(4), for evaluation. The customer also returned a power supply, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical/zimmer biomet (B)(4) has previously repaired/evaluated electric dermatome serial number (B)(4) two times as documented in the repair reports in livelink. The last repair was (B)(6) 2013 where it was reported that the unit was not working and the damaged head and other standard repair parts were replaced. This is not a related issue. Zimmer biomet surgical/zimmer biomet (B)(4) has not previously repaired/evaluated electric dermatome power supply serial number (B)(4) as documented in the repair reports in livelink. Initial qa inspection of the electric dermatome by zimmer biomet (B)(4) on (B)(6) 2017 revealed that when the unit was powered up it was found to be running slow and the head was also worn. Repair of the electric dermatome was performed by zimmer biomet (B)(4) on (B)(6) 2017 which included replacement of the machine head, semi-circle shaft bearing, adjustment cam, vespel sleeve, control bar assembly, motor, ball bearing, spring seal, external ring, set screw, handpiece switch and insulator. Electric dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was unconfirmed since during the initial inspection by zimmer biomet (B)(4) it was noted that when the unit was powered up it was found to be running slow. During the initial inspection by zimmer biomet (B)(4) it was noted that when the unit was powered up it was found to be running slow. Therefore, based on the information that was provided the root cause of the reported event could not be specifically determined. Electric dermatome, serial number (B)(4), was repaired, tested and returned to the customer.

Event description:
It was reported that when attempting to use dermatome it gave a very quick buzz before taking a graft and then it would not work. The event happened during surgery but no adverse events were reported as a result of this malfunction.